Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric septation procedure, the device presented problems. Failure to open the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: our sales rep informed that the event date is (B)(6) 2017.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Batch # n5501r. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.